Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited inappropriate shock due to t-wave oversensing. Upon review of the presenting electrogram (egm the left ventricular (lv) lead intrinsic amplitude was out of range. Technical services (ts) stated that there was true ventricular tachycardia (vt) event in ventricular fibrillation (vf) zone and the shock converted the rhythm. There was farfield oversensing noted on the atrial channel. Ts recommended to adjust atrial sensitivity and programming options. This device remains in service. No adverse patient effects were reported.